Manufacturer narrative:
Results: there was no visible damage to the 3maxc. Coagulated blood was present within the hub of the 3maxc. During functional testing, resistance was encountered while attempting to retract the psr3d through the returned 3maxc from its returned position. The 3maxc was flushed and the psr3d was then able to advance and retract through the 3maxc without an issue. Conclusions: evaluation of the returned psr3d and 3maxc was unable to confirm the reported complaint of inability to advance through the 3max. The device was returned advanced through 3maxc. Additionally, the returned psr3d advanced through the returned 3maxc without issue during functional testing. Blood was coagulated within the returned 3maxc but was likely incidental to the reported complaint and occurred during transit back to penumbra for evaluation. Penumbra stents and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01320.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01320.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician had difficulty advancing the psr3d through the 3maxc. It was reported that the psr3d felt ¿sticky¿ and could not advance through the 3maxc; therefore, the 3maxc and psr3d were removed. The procedure was completed using a new psr3d and a new 3maxc. There was no report of an adverse effect to the patient.